Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, "the steel wire derailed, which was not on the track" and the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, "the steel wire derailed, which was not on the track" and the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head returned with seven bands attached. The trip wire was secured, and it was cut; however, this condition did not represent a problem. The suture thread returned with some knots. A tooth of the ligator was bent. Per media analysis on the provided video, the physician manipulated the trip wire of the handle; however, no damage can be observed. In addition, the trip wire was not cut at that moment. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that a tooth of the ligator had was bent. This suggests that the device could not deploy. In addition, the trip wire was cut, possibly to remove easily the device from the scope, and this is not considered a problem of the device. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance. Manipulation of the handle as it was observed in the video or adverse events while performing suction to the target could led to problems to the teeth and the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.